Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the unit did not generate an audible alarm during spo2 desaturation. There was no patient harm with this event.